Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc (B)(4). On behalf of the manufacturer arjohuntleigh ltd (B)(4). It was reported that an incident occurred whilst using our alpha relief system (alr02), whereby a patient died. The event occurred in (B)(6) and the relevant authorities are conducting their own investigation into the event, before allowing the manufacturer to get involved. The details received so far from the authorities is: they did not find any anomalies within the pump that could have caused a fire. It was investigated by an electrical engineer. The only thing they found were traces of a short circuit at the mains lead in about 20 centimetres distance of the pump housing. It might be that the pump was covered by blankets, etc. And this short circuit could have caused the blanket to catch fire, but this has not been confirmed as definite. They will send us a final report as soon as they are allowed to release it, but this could be in about 2 weeks or less they say. The alpha relief is still quarantined and they assume this could last about 6 months until the can release it to send it out. No further details have been disclosed to the manufacturer at present and as such we cannot provide any other detailed comments surrounding the event. Once we receive a report from the (B)(4), we will provide an update to this issue. What has been provided to us is the serial number of the pump unit and confirmation that the system was approved and certified for use by a third party contractor on august 03, 2011. The information contained in this initial report is based upon the information provided to the manufacturer by representatives of the manufacturer's sales and service unit subsidiary division. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
According to the (B)(4), the pump caught fire and as a result, the patient died. Pump is quarantined at (B)(4) and being investigated.